Event description:
During trouble shooting of a check heater line alarm which occurred on the homechoice (hc) during use, the home patient (hp) stated that he disconnect and connected another bag to the heater line. The home patient (hp) stated he took the heater bag off the hc and there was no solution coming out of that bag and everything was open. The baxter technical service representative (tsr) had the hp cycle the power and close the clamps. The hc alarmed power restored. The tsr assisted the hp with ending the therapy and getting the set out. The tsr explained the hp would have to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2012 regarding the check heater line alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp stated that he was still connected when he disconnected the heater bag and connected a new bag to the line. The hp stated that the lumen on the heater bag was blocked. The lot number was provided in the original report. The hp stated that he will discuss the alarm with his nurse at their next meeting. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product which was confirmed but the root cause was undetermined. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.